Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, as the surgeon was loading a cc4204a intraocular lens, diopter +21.0, into the patient's right (od) eye, the lens was scratched. The reporter is unsure whether there was patient contact with the lens. This occurred on (B)(6) 2018. Attempts to obtain additional information have not been successful.